Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip clip delivery system has been received. Investigation is not complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is submitted because the second clip was difficult to deploy, which has potential of injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The left atrium was small. The first clip was deployed successfully. The second clip delivery system (cds) was advanced to the mitral valve. Leaflet grasping was performed and deployment steps were started. When unscrewing the actuator knob, the clip did not detach from the shaft. The actuator knob was forcefully pulled and the clip detached from the shaft and the clip deployed on the leaflets; however, the actuator knob detached from the device handle. The atramautic tip (cds tip with the l-lock tabs) then got stuck somewhere in the clip; several attempts of standard troubleshooting freed the tip. A total of two clips were implanted, reducing the mr to 1-2. There was no clinically significant delay in the procedure and the patient had a good outcome. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: all available information was investigated and the reported entrapment of device component and difficult to deploy clip was unable to be replicated in a testing environment. Furthermore, the reported actuator knob detachment was not confirmed, as the actuator knob remained attached to the actuator assembly and no device malfunction was identified. The fractured actuator mandrel was identified to be bent at the distal end of the mandrel. A definitive cause for the reported entrapment of device (l-lock tabs) resulting in difficulty to deploy the clip in this incident could not be determined. It is possible that there were possible procedural interactions (e.g. Unintended curves on the device and/or anatomical conditions) which resulted in increased tension on the system, such that the clip was unable to initially disengage from the l-lock assembly but ultimately released following troubleshooting maneuvers to deploy the clip; however, this cannot be confirmed. It is possible procedural conditions during troubleshooting the clip deployment resulted in the identified actuator mandrel bend; however, a definitive cause could not be determined. The identified fractured actuator mandrel was determined to have occurred due to tensile overload and is unrelated to the reported user experience, as it occurred after clip deployment. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.